Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2024, it was reported by a sales representative via (B)(6) that an ar-6485 synergy cw4 arthroscopy pump was set to 40psi, but it kept going above 40psi, the pressure was not accurate. This occurred during a case. No additional information was provided, and additional information has been asked.

Manufacturer narrative:
Complaint is not confirmed. One unpackaged ar-6485 arthroscopy pump serial number (B)(6) was returned for evaluation. The returned device was visually inspected, and signs of wear and tear were noted. Scratches were observed on the housing top panel. The most likely cause for this failure can be attributed to wear and tear damage incurred over repeated usage. The returned device was assembled with an ar-6410 lot# 73988853 pump tubing and was tested and evaluated under the conditions that were reported in the case when the reported failure occurred to see if the failure could be reproduced. The pump was connected to the power and turned on. After selecting the desired pressure of 40 to replicate the conditions of the case, the run button was pressed to start the machine upon letting the pump run for 51 minutes with no issues. No changes in the pressure were noted during the time the machine was tested. No problem found. Pressure fault test: when the pressure was artificially lowered by removing the inlet from the fluid source, an alarm was triggered, and the device stopped. This behavior is expected¿no problem found. A clamping test was performed as defined in the user guide (dfu-0212 rev 1 ¿ section 5.2) to simulate an overpressure failure on the pump and to verify if an error message and/or audible alarm would be triggered. The results of the clamp test indicate that the pump triggered an alarm, and the rollers did stop moving. This behavior is expected¿no problem found. Pressure testing evaluation with the pressure calibrator set at 100 and 200 mmhg gave the pump pressure results of 45 and 91, respectively. These results indicated no problem with pressures. No problem found.